Event description:
The icde displayed noise on the ventricular and atrial channels. High voltage therapy was delivered as a result of the noise, possibly due to subclavian crush. The lead was replaced when a fracture was observed.